Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a k-wire was placed minimally invasive in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: - the surgeon realized that the k-wire was placed incorrectly with intra-op c-arm control imaging after placement. - the position of the deviating k-wire was corrected at the very same surgery, before pedicle screw placements. - the outcome of the surgery was successful as intended, with all screw positions correct as intended. - there were no negative effects to the patient, neither due to k-wire placements nor due to surgery/anesthesia prolong (of ca. 30-40min to correct k-wire position). - there were no other remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either for this patient. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the cause for the deviation of the navigation display and the deviating k-wire is a combination of the following factors: - the reflective disc(s) of the fluoro 3d kit used for the automatic registration of the c-arm scan imported into the navigation were damaged, e.g. Due to collision and cleaning/disinfection with long term use. The reflective discs are user replaceable (spare) parts. The user noticed the deviation of the navigation display in comparison to the patient anatomy after registration with the necessary user verification of navigation accuracy, and attempted to manually compensate for the deviation at the placement of the k-wires. A "manual compensation" of a detected deviation is not an appropriate approach, since the navigation display is based on 3-dimensional calculations. - relative movement of the vertebra operated on (e.g. L4), in relation to the vertebra (l3) the navigation reference array was fixated to, can occur due to the non-rigid connection of the bones when applying forces during the surgery. These bone movements relative to the navigation reference cannot be recognized by the navigation, the navigation reference must be fixated with a rigid connection to the bone operated on. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the spine for a fusion of vertebrae l4-l5 for spondylolisthesis (4 k-wires and 4 pedicle screws intended), was performed with the aid of the display by the brainlab vv navigation software spine fluoro3d 2.0.1. During the procedure the surgeon: - positioned the patient in prone position on the or table. - attached the navigation reference array on l3. - verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative 3d c-arm scan imported into and used by the navigation). Breathing was halted during the scan. - noticed a deviation of the navigation display in comparison to the patient anatomy. - calibrated a drill guide to the navigation. - placed the 4 k-wires in l4 and l5 (left and right), while attempting to manually compensate for the deviation of the navigation display detected at the time of patient registration. - performed an intra-op c-arm control imaging after k-wire placements. The surgeon determined that one k-wire (1 of 4) was placed not as intended, the one at left l4 was shifted ca. 3-4mm medial and was angled. The position of the deviating k-wire was corrected at the very same surgery, before pedicle screw placements. The pedicle screws were placed as originally planned without using navigation, just following the k-wires. All 4 pedicle screws were placed correctly as desired, the surgery was completed successfully with the intended outcome. According to the surgeon: - the position of the deviating k-wire was corrected at the very same surgery, before pedicle screw placements. - the outcome of the surgery was successful as intended, with all screw positions correct as intended. - there were no negative effects to the patient, neither due to k-wire placements nor due to surgery/anesthesia prolong (of ca. 30-40min to correct k-wire position). - there were no other remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either for this patient.